Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records, the patient was revised to address a large fluid collection and metal-on-metal trunnion reaction. Revision note reported an extensive amount of joint fluid, damaged anterior aspect of the abductor muscle, necrotic-appearing bone and tissue, and an 8mm ring of black trunnion wear at the base of the head. An extended trochanteric osteotomy was done to remove the stem; however, a distal portion broke off as it was very well fixed to the femoral component. A cable was placed distal to the osteotomy to avoid further fracture. The extensive damage from the mom reaction required an extended operating time of 6 hours. Doi: (B)(6) 2013; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.